Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that on magnet application, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not emit tones. The patient had recently undergone an ultrasound on their foot, however there were no records of a recent MRI. It was noted the patient was large in stature. Boston scientific technical services (ts) discussed the magnetic switch might not be able to be affected. There was a concern of a device anomaly. A representative was going to be contacted for device interrogation. No adverse patient effects were reported.